Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. We could not confirm the manufacturing record since this device was manufactured several years ago and the manufacturing record was no longer stored. Since the subject device was not returned to omsc, the exact cause was unknown. However, there was possibility that the reported phenomenon was attributed to the stress during use, the external factor and/or the user handling.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that the coating of the insertion tube of the subject device had been partially peeled off. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.